Manufacturer narrative:
(B)(4)

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. No injury or medical intervention was reported.